Manufacturer narrative:
Additional information : one sample was received in an opened pouch. A visual inspection with the naked eye was performed which noted slight scratch marks on the external flat surface of the titanium adapter, not in the seal area. All box dimensions of the sample were measured with an optical comparator and the device met all specifications. Functional testing was performed and the device passed testing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a locking titanium adapter had a connection issue with a non-baxter catheter. The issue occurred during patient use. It was further reported that the non-baxter catheter did not have any defects. The locking titanium adapter was replaced and the issue resolved. There was no patient injury or medical intervention associated with this event. No additional information is available.